Manufacturer narrative:
The pump was returned with button error alarm on display due to moisture damage on the keypad trace. The pump passed the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. Cracked case was noted on all corners of display window, scratched on display window and missing end cap sticker noted. There was no number ramping noted.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 76mg/dl. The customer states their levels had risen to 500mg/dl, and after treating with pump, they dropped to 33mg/dl. The customer sates they just started estrogen and believe it is affecting their blood glucose levels. The customer states the pump broke. The customer states they forgot to remove the pump when they were on the treadmill. The customer mentioned the numbers were also ramping. The customer states they were connected during rewind. The customer was educated on proper rewind methods. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.